Manufacturer narrative:
Evaluation of the returned device and review of the data log file confirmed the reported hardware error code failure.

Event description:
The consumer contacted dexcom to report a hardware error on the receiver. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). \ the returned complaint device was visually inspected finding that there was usb interface damage and the usb door was missing. The receiver was turned on the hardware error was confirmed as "call tech support" was on the screen. The root cause was determined to be a defective component in the receiver's printed circuit board.